Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for about a week ago they have been getting a message on their controller that says to replace the controller battery soon when they are trying to charge their implant. Caller stated that they charge the implant every other day. Agent walked caller through removing the battery pack. Caller inserted the battery back and confirmed controller is 100% and implant is 90%. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins. Caller then connected recharging antenna and confirmed charging excellent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. See previous case while checking the cord patient mentioned that they had been through this a few times. Additional information was received from a patient (pt). It was reported that their issue has continued since the original call in. Pt stated the controller batteries low replace the controller soon would appear intermittently. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they thought when they plugged their recharger into the controller, they saw the same message as they previously reported; however, patient said they saw a message to charge the controller, rather than to replace controller batteries. Patient said they unplugged and re-plugged the 'paddle' and then went back to working like normal. Patient said they charged the controller again last night, but when they pulled the controller out of their pocket they saw the screen displaying 'waiting to find device'. Patient said they hadn't turned on or unlocked the controller, so was unsure how that happened, and they had to remove the battery to turn the controller off. After resetting the controller, they saw the controller was down to 40% (agent understood if controller was on and frozen, battery likely depleted quicker), and their 'generator' (ins) was down to 50% when usually they wouldn't have to charge for two days before going down to that point. The way the patient explained the instances was a bit hard for agent to follow. Patient said last night they charged everything up without an issue and it was working as expected today. Agent had patient check charge amounts on controller; ins was 90% and controller was 100%. Agent reviewed all appeared to be functioning as expected and patient should continue to monitor and call back if they have any messages or issues arise.

Event description:
Patient called back and mentioned it took them 2 hours to charge the implant from 60% to 100%. The controller depleted to 20% and usually the controller would deplete to 50% at most on the average. Patient was also laying on their side the day before yesterday while charging and the implant started giving them a higher stimulation that what they had it set at and patient had to get off their side to bring it back down to their normal setting. Patient's stimulation would only adjust when laying on their side and this issue would happen sporadically. Patient would lay on their side and it would cause the controller to squeeze or bump the stimulator up. During the call patient's adaptivestim was turned on. Patient services (pss) reviewed adaptivestim and patient turned adaptivestim off. Pss advised patient to monitor the issue and redirected patient to their healthcare provider (hcp) if the issue persisted. Pss redirected patient to their hcp as well for the charging duration issue. Additional information was received from the patient. They mentioned reason for implant battery depleted was unknown, just needed to be charged. Unplugged from charger, replugged and worked. They also mentioned they were sent a new paddle to resolve the issue. It is unclear what else patient has mentioned about issue being resolved. Pt also mentioned they went through steps with technician, it has been working since and sometimes, if they happen to lay on controller it will change settings of intensity.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.